Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they requested assistance and was successful to make a therapy adjustment. They confirmed they did not feel any sensation in their pelvic floor now that a two tenths increase was made but noticed sensation at the ins site that went away once the communicator was removed from their implant. Reviewed some stim sensation and therapy effect information. Reviewed to monitor the effect and continue working with their doctor.